Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records review was completed for part# 388.394, lot# u172875. Supplier: (B)(4), release to warehouse date: aug 26, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following: it was reported that a synthes 2.4mm synapse drill bit broke during a c3-c6 posterior decompression and instrumented fusion procedure on (B)(6) 2017. A portion of the drill bit that broke off was embedded in the patient (c6 pedicle). The surgeon did not retrieve the portion of the drill bit as it would cause further injury to the patient. The procedure was completed successfully with another 2.4mm drill bit and no surgical delay was reported. The patient outcome was reported as stable. Concomitant devices reported: drill (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.4mm drill bit. This is report 1 of 1 for (B)(4).